Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown. Initial reporter phone #: (B)(6) was provided.

Event description:
It was reported bd specialty tubing extension sets experienced flow issue. The following information was provided by the initial reporter: they are not flushing at all.

Event description:
It was reported bd specialty tubing extension sets experienced flow issue. The following information was provided by the initial reporter: they are not flushing at all.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 05-may-2022. H6: investigation summary one sample (model #mfs141) was returned by the customer. It was reported that the product is not flushing. The set was connected to a bd 10ml syringe, and fluid was attempted to be flushed through the set when the dial was set to "open" and at every rate. The set was able to flow without occlusions or leaks when the set was fully opened. However, at every flow rate, flow was blocked and fluid leaked through the flow controller when attempting to be flushed. The customer complaint can be verified. A quality notification has been sent to the supplier, and the sample has been sent for further investigation. The supplier was able to confirm the failure. The sample was found to have the flow blocked. The root cause of the blocked flow is due to the gasket (valve) being misplaced. The gasket did not have proper mechanical stabilization before the assembly. This causes the gasket to stick to the flow regulator body and get misplaced at first rotation. Corrective actions include: 1) introduce controls during the assembly process to ensure 14 days of mechanical stabilization for the gasket. 2) assembly: to produce parts with 14 days from assembly process. 3) testing: all the parts produced without the above requirement will pass through 100% rotation and flow testing (material quarantined section). 4) simulation of mechanical stabilization conditions. This long term verification will lead to confirmation of the root cause issue that has been identified, and to confirm or modify the days of mechanical stabilization for the molded gasket before the assembly. A device history record review for model mfs141 lot number 22039023 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13mar2022, and the search showed that a total of (B)(4) units in 1 lot number was built on 07mar2022. There was a quality notification issued for the failure mode reported by the customer during the production build of this set as notification ID #(B)(6) on 11jul2022. H3 other text : see h10.